Event description:
In 2007, the pt reported that he spilled insulin in the cartridge compartment of the infusion device while changing the insulin cartridge. He stated that the piston rod is now "sluggish". He stated that the cartridge compartment did not seem deep enough to completely insert the insulin cartridge and the piston rod would only run for 2-3 seconds and retract only a little then stop during the change cartridge procedure. To troubleshoot the pt was instructed to perform the change cartridge procedure and he was able to do so without error. He was then able to insert a new insulin cartridge and prime the infusion set. He then connected to his infusion site and placed the infusion device in run mode. Upon f/u two days later, the pt stated that since the initial report his infusion device alarmed a1 (low cartridge) and there was still a half of a cartridge of insulin remaining in the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.